Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly and a possible delivery anomaly. The customer¿s blood glucose was 300 mg/dl at the time of incident. Customer stated that the insulin pump buttons were unresponsive. No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. Customer also reported to have experienced a high blood glucose of 300 mg/dl due to possible delivery anomaly and that the insulin pump was under delivered insulin. Customer declined troubleshooting. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Unit received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected alarm error test and displacement test. Pump passed the dat test at inches. Unit received with intermittent buttons due to unlocked connector at lcd board. Unit received with cracked case at display window corners, display window, reservoir tube lip, reservoir tube, reservoir tube window corners, reservoir tube window and battery tube threads. Unit received with minor scratched display window and case. Unit received with stained end cap sticker and back address serial number label.